Manufacturer narrative:
H3: product analysis: evaluation determined that tool was broken. The likely cause was identified as applying a side load to the tool head while not running/rotating the tool could have produced the observed failure/ breakage of ball on the tool. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a spinal decompression and fixation, ball tip of the bur separated from the shaft. It was also reported that the broken ball tip was retrieved from the wound site. It was further reported that there was no procedure delay and intervention performed due to this event and the procedure was completed with a backup burr without further incidence. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.